Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's phone not sharing data occurred. Data was evaluated and the allegation was confirmed as an app crash. The probable cause was determined to be an app crash. The probable cause of the app crash could not be determined. The reported event of patient's phone not sharing data is reportable based on the finding of an app crash. No injury or medical intervention was reported.